Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cerebral death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists death as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.